Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up with the pulse generator in back up operation. The device was successfully restored to the previous programmed parameters. The patient was in stable condition.